Event description:
It was reported that the pt was diagnosed with a loose cup.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in (B)(4) 2008. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on 07/01/2015. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2008 and revised on (B)(6) 2012 due to pain and loosening. The implantation notes of the hip states that the surgery was according to standard protocol. Review of surgical report did not lead to new information regarding the reported event. Visual examination: during the visual examination the durom acetabular component presented dark third body material collection in the scallops and circumferential. Metasul ldh large diameter head presented moderate dark third body material present on the outer and inner faces, head cavity walls, head cavity floor, and taper cavity floor. Metasul ldh head adapter presented moderate dark third body material present on the inner taper surface. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the patient was diagnosed with a loose cup and had to be revised.